Manufacturer narrative:
After its receipt, the ICD was first visually inspected, during which abrasion and sparkover traces were detected on the ICD housing. The dot-shaped sites of locally melted titanium indicate a sparkover during a shock delivery between the housing and the hv-1 conductor of the lead. In agreement with the clinical observation, interrogation of the ICD was not possible. Therefore, in a next step, the housing of the ICD was opened, and the internal structure was examined. During the inspection of the electrical module, damage to the final shock stages and a released electrical were noted. The release of the fuse led to a separation of the battery and the electronic module, which resulted in the device being unable to be interrogated. Matching the abrasion and sparkover traces, this damage manifestation indicates a lead insulation that was damaged by abrasion at the housing, which led to a shock delivery into an external low-ohmic shock path. This does not constitute a device malfunction of the ICD. There was no material defect or manufacturing error. In summary, the destructive analysis of the ICD showed damage to the final shock stage due to a shock delivery into an external low-ohmic shock path. Detected abrasion and sparkover traces on the ICD housing indicate a damaged lead insulation.

Event description:
Ous MDR - it was reported that the ICD could not be interrogated 70 months after the implantation. No deterioration of the patient's state of health was reported. The device was explanted, but no explant date was provided.